Event description:
Aptus heli-fx endoanchors were used in an elective evar procedure in (B)(6). The endograft with which the anchors were being used is a compatible device listed in the european heli-fx IFU but is not commercially available in the united states. The heli-fx devices themselves are identical to those commercially available in the united states. An initial angiogram was taken and the lowermost renal artery was identified. This was marked on the fluoroscopy screen as the intended landing location for the main body endograft, as is standard practice. However, the endograft was inadvertently deployed proximally, and this was not immediately verified by angiography (as directed in the IFU). The endograft was anchored in place prior to angiographic verification of its placement. Upon completion of angiography, it was discovered that the renal arteries had been covered by the endograft, blocking all blood flow to the kidneys. Because the graft had already been anchored in place, it could not be moved. The pt underwent an emergent bilateral iliac-renal bypass to restore renal blood flow. The patient required dialysis in the ICU following the procedure due to the acute renal insult suffered by blockage of the renal arteries, but this did not improve his condition and he continued to suffer complications leading to multi-organ failure. Twenty days post-operatively, the pt died of a pulmonary infection secondary to multi-organ failure. There was no alleged device defect or deficiency in labeling for either the endograft or heli-fx devices. The devices performed as intended. Device instructions for use state that angiography should be performed following endograft placement and prior to anchoring. It is typical in endograft implantation to perform angiography to confirm endograft placement prior to final deployment, as most endografts incorporate positive fixation means that prevent movement once deployment is complete. Per the implanting physician, the most likely cause of the incorrect deployment location is either patient movement (he was not fully sedated) or movement of the fluoroscopic equipment (it was a portable unit) after the screen was marked with the implant location, but prior to endograft deployment.

Manufacturer narrative:
This event was originally reviewed immediately after it occurred, and it was determined (on (B)(4) 2012) that a MDR was not required based on the lack of a device defect or labeling inadequacy, and the fact that this specific endograft is not distributed in the united states. However, during a recent internal audit, this case was highlighted and the auditor suggested that it would be appropriate to submit a MDR, due to severity of the outcome and because the same heli-fx system is marketed in the united states. The audit report citing this fining was issued on (B)(4) 2014.